Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 7.0x30x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, during the procedure, the stent came off of the balloon. A snare was used to removed the dislodged stent and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: an express-b-I ld, pmtd, 7.0x30x75cm was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An impression of stent crimp was visible on the balloon material. The stent was detached from the balloon. An examination of the stent found that the stent was flattened and many of the stent struts were misaligned. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the highly calcified common iliac artery. The lesion was not pre-dilated before the 7.0x30x75cm express&#59404;d iliac / biliary stent was advanced. The device was advanced far past the lesion and when it was pulled back, the stent came off of the balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the highly calcified common iliac artery. The lesion was not pre-dilated before the 7.0x30x75cm express® ld iliac / biliary stent was advanced. The device was advanced far past the lesion and when it was pulled back, the stent came off of the balloon.